Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient under monitoring for revision surgery, due to symptoms like osteolysis. Dor: will be performed on (B)(6) 2012. Doi: 2007 or 2008. Schedule of the details are unknown. On 2007 or 2008, first surgery was done with mom. Symptoms like osteolysis was confirmed by x-ray on follow up. Impingement of stem neck and liner noted at revision surgery, osteolysis might be occurred.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of the provided patient x-ray finds the implant appears to be placed in proper position. No other information can be obtained due to poor quality of image. The surgeon suggested that the reported impingement occurred due to the patient activity and implant position. Metallic debris was not observed. It cannot be determined that the complaint is product related. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A review of device history records finds no related manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.